Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. There was no patient involvement.

Event description:
It was reported that tubing was found in pieces. The tubing appeared to be sliced through and was not connected. There was no patient involvement or harm. This is report 2 of 2.